Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
Upon device interrogation, an alert for possible output circuit damage was observed. Noise has been previously observed in the past but this was attributed to emi. Lead noise was not reproducible. The device was reinterrogated and still showed the alert. The egm revealed an aborted therapy. The patient received a shock during the attempt to perform cap maintenance which failed. The lead was explanted.